Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4).(report number: 9710055-2023-00137) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4).(report number: 9710055-2023-00172). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4).(report number: 9710055-2023-00172). The correction of b3 date of event, b5 describe event or problem, d4 serial #, d4 catalog # and d4 version or model # fields deems required. This is based on the internal evaluation. Previous b3 date of event: 02/23/2023. Corrected b3 date of event: 02/20/2023. Previous b5 describe event or problem: on 23rd february 2023, getinge became aware of an issue with one of surgical lights - hled 700. As it was stated, upon the device inspection fixation screws holding the device main tube and suspension arm were loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. Corrected b5 describe event or problem: on 20th february 2023 getinge became aware of an issue with one of surgical lights - hled 700/300. As it was stated, upon the device inspection five out of the six fixation screws holding the device main tube were loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. Previous d4 version or model # ard568320903. Corrected d4 version or model # ard568335999/ard568320903. Previous d4 catalog # ard568320903. Corrected d4 catalog # ard568335999/ard568320903. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6)/(B)(6).

Event description:
On 20th february 2023 getinge became aware of an issue with one of surgical lights - hled 700/300. As it was stated, upon the device inspection five out of the six fixation screws holding the device main tube were loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023, getinge became aware of an issue with one of surgical lights - hled 700. As it was stated, upon the device inspection fixation screws holding the device main tube and suspension arm were loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.